Event description:
It was reported that this pacemaker reverted to safety mode. It was noted this patient was pacemaker dependent. Technical services (ts) discussed that there was no programming and no magnet response. Ts recommended device replacement. This pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report will be sent on completion of product analysis.